Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012886151); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation for aortic valve replacement in a patient with a type 1 bicuspid aortic valve, infolding of the transcatheter aortic valve evfxplus-29 occurred during deployment. Following the initial deployment attempt, the valve was recaptured. A second deployment attempt was made, during which infolding was observed. The valve was subsequently recaptured and withdrawn using the delivery catheter system. A second valve was prepared, loaded, and successfully implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve implantation for aortic valve replacement in a patient with a type 1 bicuspid aortic valve, infolding of the transcatheter aortic valve evfxplus-29 occurred during deployment. Following the initial deployment attempt, the valve was recaptured. A second deployment attempt was made, during which infolding was observed. The valve was subsequently recaptured and withdrawn using the delivery catheter system. A second valve was prepared, loaded, and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured due to the implant depth being out of range. A procedural delay of approximately ten minutes occurred as a result of the infold due to loading a new valve. Per the physician, the severely calcified, sievers type 1 bicuspid valve possibly contributed to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: 2 fluoroscopic images and 5 cine loops of the implant procedure were provided for review of the event. Patient summary was not provided for anatomical review. Adverse events that may be associated with the use of the evolut fx system include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification and patient anatomy (e.g. Bicuspid native valve). If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. After the second deployment attempt, the implant team acted according to medtronic recommendation by replacing the evolut system with a new one. Since no crown-overlap beyond node 4 can be seen during the fluoroscopic-check, the root cause of the infold can be suspected to be the unfavorable bicuspid patient anatomy. Images 2-4 show a severely underexpanded and infolded valve frame in different projections. No pre-balloon dilation was reported. If performed, it might have helped secure a successful outcome during the first deployment attempt. No adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. Remnants of coagulated blood were observed on the commissures and frame. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.